Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: the actual device was returned for evaluation. During the visual inspection under magnification it was observed that the needle was cut and fixation tab was broken both sides. Also, there are body fluids on the barbs. No suture breakage was observed. The sample was physically tested and met the fg requirements. After further investigation about the sides of the fixation tab, a conclusion could not be determined at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a left nephrectomy procedure on (B)(6) 2017 and barbed suture was used. As the surgeon pulled the suture through to anchor on the fixation tab the suture broke. Another device was used to complete the procedure. There were no adverse consequences for the patient.